Event description:
The following was reported to hamiton medical ag: a customer had a problem with a blower p.n. (B)(4) s.n. (B)(4): tf 431002. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).